Event description:
Subsequent to "acl" surgery, six patients experienced post-surgical infections. At least two patients underwent revision surgery. It was reported that the hospital was flash sterilizing the instrument set. Flash sterilization is not specified in the instructions for use as a validated method of sterilization.